Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 200 mg/dl to 300 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during the prime test due to loose protruded drive support disk. The insulin pump passed self-test, unexpected restart error test and displacement test. Unable to verify compromised force sensor system alarm or perform the occlusion test and no delivery test due to motor error alarm and prime anomaly. The insulin pump was received with high stop current due to faulty component on the interface board. The insulin pump had cracked case at the display window corners, reservoir tube, broken reservoir tube lip, minor scratched and cracked display window.